Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 77-134 mg/dl.

Manufacturer narrative:
Device not returned.